Manufacturer narrative:
Other text: b3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was "giving inaccurate reading". It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and the downstream occlusion (dso) and upstream occlusion (uso) seals worn. Review of event history logs was not applicable. Functional testing was performed but the reported issue could not be replicated as the device was dead and would not power on. The most probable root cause was determined to be the expulsor. The expulsor and valves were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.